Event description:
The user facility reported a 61-year-old male undergoing coronary artery bypass grafting (CABG) was implanted with an impella 5.5 device for mechanical circulatory support. After the triple-vessel CABG was completed, the pump was withdrawn into the aorta as there was difficulty achieving an adequate seal with aortic cross-clamp. The pump was re-advanced across valve wirelessly with some difficulty. After adequate pump position was achieved, several kinks were noted in the catheter portion of the pump. Also noted high purge pressures in the 900¿s. Due to difficulty in positioning and with patient¿s dependence on the pump, team agreed to continue use with this pump with close monitoring of purge pressures going forward. The patient was stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the high purge pressure, positioning issue, and the product damage has been completed. As per the clinical information provided, the pump was tried to be wirelessly repositioned which lead to several catheter kinks. Therefore, the root cause of the product damage issue was a catheter kink due to improper technique. Clinical mentions that difficulty was experienced to achieve an adequate aortic cross clamp seal leading to pump pulled in aorta after a CABG procedure. Data logs confirm "pump in aorta" alarm. Therefore, the root cause of the positioning issue was use related to improper technique. Data logs were reviewed and the chain of events observed in conjunction to clinical details were as follows - pump was pulled in aorta and was repositioned, followed by suction event and motor current spike, followed by a gradual rise in purge pressure (over the span of approx. 9 hours) leading to high purge pressure and purge system blocked alarms. Therefore, the root cause of the high purge pressure issue was most likely biomaterial. The instructions for use for the impella 5.5 with smartassist states the following: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ added- h6 impact code 4628 correction to the initial MFR report: added- d6a/d6b and h6 med dev prob code 2954 changed to 1491.